Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 30mm amplatzer pfo occluder was selected for implant using a torque 9f sheath and a gw002 guide. The discs were positioned with help of eco tee and upon release, a swelling was observed on both discs of the prothesis, and the device was retracted. The procedure was attempted again with the same device, and upon deployment, both discs appeared belly-shaped and asymmetrical. The device was successfully replaced with a 25mm amplatzer pfo occluder. The patient is reported to be stable.

Manufacturer narrative:
The reported event of a deformed deployment was confirmed. Following the simulated deployment, the deformed, bulbous shape returned to normal and met functional specifications when analyzed at abbott. Images and a video were received from the field demonstrating 'bulbous' deployment, as well. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of deformation upon initial deployment has been investigated and a resolution plan aimed at addressing enhanced loading techniques as well as improved in-process inspection that better represents how a device is loaded and deployed during clinical use are being implemented.

Manufacturer narrative:
Additional information: h10. Information from the field indicated that following initial deformation the device was removed from the patient and manipulated before being reintroduced into the patient and another attempt to deploy the occluder was made. Please note, per the instructions for use artmt100092310 rev. A, "do not release the amplatzer¿ pfo occluder from the delivery cable if the device does not conform to its original configuration or if the device position is unstable. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device".